Event description:
The pt was reportedly implanted with an unspecified biodesign surgisis anterior pelvic floor graft, to treat her pelvic organ prolapse and stress urinary incontinence, on (B)(6) 2011 during surgery performed at (B)(6). The pt and her attorney have alleged that as a result of the product being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
Product expired date unk as lot number not provided by the complainant product manufacture date unk as lot number not provided by the complainant. Ec conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified biodesign surgisis anterior pelvic floor graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a f/u MDR will be filed.